Manufacturer narrative:
The referenced system controller was reported under MFR report number 2916596-2019-05100. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had his 11 volt batteries changed in clinic on (B)(6) 2019. Patient and spouse stated that they had an alarm which they believed was a wrench that proceeded into the pump completely stopping. The patient conducted a self-test at home on his mobile power unit. The patient passed out and the spouse changed the controller immediately. The new controller started up fine and the patient came to. Log file analysis showed that the driveline disconnected at 07:13 am through 07:15 am. The controller was changed out shortly after that. Old controller was tested on the mock loop in clinic. The external backup battery was reseated and a self-test was performed without issues. Upon disconnect, the controller went black instead of to sleep. Controller was reconnected to the mock loop. Another self-test was performed and a wrench alarm occurred to replace the external backup battery. The patient has not had any adverse effects of the pump stopping for 3 minutes during the exchange. Patient is stable outpatient.

Manufacturer narrative:
Manufacturer¿s investigation conclusion analysis of the log file extracted from returned system controller, pcx-12989, confirmed a pump stoppage event; however, a specific cause for this event and a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. A log file was retrieved from the returned system controller, pcx-12989. The log file contained data from 22sep2019 through 22oct2019 and captured transient backup battery faults on (B)(6) 2019 and sustained backup battery faults on (B)(6) 2019. Shortly after the backup battery faults triggered at 07:09:40 on (B)(6) 2019, the driveline was disconnected. Immediately before the driveline was disconnected, a pump stop was captured. Pump speed, power, and flow were recorded at 0 while the driveline was disconnected. Corresponding hazard alarms for low speed and low flow were captured during these events. The driveline was again disconnected through the end of the log file, a few hours after the backup battery faults were triggered at 08:57:16. Pump speed, power, and flow were recorded at 0 while the driveline was disconnected and corresponding hazard alarms for low speed and low flow were captured. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file and appeared to be functioning as intended. The patient¿s controller was exchanged on (B)(6) 2019. The investigation of the returned system controller, pcx-12989, and associated backup battery, serial number (B)(6), determined that the backup battery was the root cause of the system controller self-test failures and the inability of the system controller to operate on backup battery power when external power was disconnected from the system. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. No further information was provided. The manufacturer is closing the file on this event.